Manufacturer narrative:
Based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determne if further investigation is warranted.

Event description:
It was reported that while performing a total laparoscopic hysterectomy with the instrument, an error 5 instrument error was received. Another device was used to complete the case with no patient consequence.